Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. Additional information was requested but none has been received to date. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).

Event description:
A customer reported a case of corneal wound burn. There was no device problem reported. Additional information was requested.